Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal end of the stent. The proximal end was damaged, deformed and squashed. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon before shipping. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues on the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29may2017. It was reported that during a coronary artery stenting treatment procedure, the device could not be advanced through the guide catheter. During the procedure, a 4.00x32mm promus element plus stent delivery system was advanced to treat the lesion. However, the device was stuck inside the guide catheter and could not be moved forward. The device was removed from the patient. The procedure was completed with another same device. No patient complications were reported and the patient¿s status was stable. However, the returned device revealed stent damage.